Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a hole in administration set. There was patient involvement, and no patient harm.

Manufacturer narrative:
Investigation summary: sample was returned with decontamination form stating that the sample has already been decontaminated. Received one (1) used, list #21-7324-24, set, admin, cadd, 123", spike, yellow stripe, fs, totm 12/b; lot #4426868. As received, a cut was observed in the tubing set, no other damage or anomalies were observed. One (1) photo was returned that also confirmed the cut tubing. According to the photo and sample provided by the customer, the reported complaint was confirmed. No root cause was determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.